Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her ubk click super tampon came apart upon removal and tampon pieces remained inside of her. Consumer did not use any additional product after incident. She was able to remove the remaining pieces.